Event description:
The hospital reported during an endoscopic vein harvesting procedure, the hemopro tissue welder jaws began overheating and burned the pt inside the leg. The harvester had just completed cauterizing all branches and retracted the tissue welder's jaw back in the cannula but kept the device in the pt's leg. The harvester was performing a normal part of the procedure called stab and grab when the power supply started intermittent beeping, the jaws became red and hot, even though the toggle switch was off, which caused enough heat to build up in the cannula to blister the side tunnel of the pt. Silvadene cream was applied, blister popped. Harvester removed device from the pt, saw the jaw's silicon was black & burned. Procedure had been already completed using the device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.